Event description:
The safety mechanism did not turn to red after injection was given. After auto cover was manipulated and after several attempts before it locked. Dates of use: (B) (6) 2010. Diagnosis or reason for use: insulin pen.